Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant there was oversensing of noise on the right ventricular (rv) channel causing pacing inhibition. The noise was thought to be due to air bubbles. Isometrics and arm movements did not change the frequency of signal. A remote interrogation was performed three days later where the noise was noted to have decreased significantly. The cardiac resynchronization therapy defibrillator (crt-d) and rv lead remain in service and no adverse patient effects were reported.